Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to air bubbles, as noted in the IFU, the presence of air bubbles can reduce the cross- sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing. At the time of investigation, no flow issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing of the medos prog infant valve system the physician reported that no water was flowing out. The physician suspected that the valve was blocked. He then changed out the valve with another hakim valve. There were no adverse effects noted to the patient.